Event description:
Reporter alleged obtaining high blood glucose monitoring device readings and being admitted to the hospital and treated. Reporter stated reading of 295 mg/dl and called the doctor who then advised him to go to the emergency room (ER). Reporter indicated hospital device read 140 mg/dl and was admitted to hospital and treated with a saline IV and antibiotics. Reporter stated glucose was periodically checked every 2 hours until glucose levels decreased to 96 mg/dl. Reporter indicated no controls were used and a request was made for the return of the suspect device and replacement product was sent.